Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer attempted to contact customer on several occasions to ensure the initial concern was resolved -unable to establish contact with customer.

Event description:
Consumer reported complaint for inaccurate dispense/ aspiration. Pharmacist reported complaint via e-mail on behalf of customer. Customer reported that the true plus pen needle does not get a good seal, and that when she draws up the insulin it leaks air and she gets bubbles in the insulin. Pharmacist was contacted via telephone. Pharmacist provided contact information for doctor who could provide further information and message left at doctor's office. No further information was able to be obtained.